Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the ball tip of the guide bolt broke from the rod and wedged inside the guide bolt. The device is worn and shows significant signs of use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during tibial surgery, a 3.0mm x 1000mm ball tip guide rod and a meta retro fem nail 10 x 34 punched out of the packaging, opening the seal of the package. Also, the ball tip of the guide bolt broke from the rod and wedged inside the guide bolt. Surgery was resumed, without any delay, with back-up devices. Patient was not injured as consequence of this problem.